Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2018-mar-12, information was received from a patient receiving an unknown drug (unknown dose and concentration) via an implantable pump for non-malignant pain and failed back surgery syndrome. On 2018-mar-12, the patient reported they no longer had the pump which was implanted on (B)(6) 2011. The patient indicated the whole system was removed after a month of "doi (date of implant)". The patient stated that, "it didn¿t help her, that's why it was taken out". No further information was provided. No further complications were reported/anticipated.